Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that a transmitter out of range alert (cs206) was received when the cgm was within range. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 04/19/2016 with the following findings: during investigation, a cgm session with the transmitter was started; the transmitter was found to pair successfully with a test pump. During testing, the pump emitted a transmitter out of range alarm before two hours elapsed. Investigation revealed a discharged transmitter battery failure.